Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, chronic low back pain, post lumbar laminectomy syndrome, fbss leg/back, and spinal pain. It was reported that patient had revision in (B)(6) 2021. Caller stated that patient records indicated the ins was malfunctioning which required replacement. Caller had no further information and indicated surgeon was dr. (B)(6) but didn't know if they were also the managing hcp.